Event description:
The following event was reported to implantcast gmbh: "mechanically damaged, bent/deformed and clamping". Note: it is known that the issue occurred intraoperatively. However, according to the available information, this issue had neither a health impact on the patient nor the surgery was delayed. Another drill shaft was used instead when the first one broke.

Manufacturer narrative:
According to the incident description, a flexible drill shaft was deformed/was clamping during use. The product in question was not subjected to an optical examination. Since no picture of the product was provided neither, no optical examination could be performed. It is known that the issues with the drilling shaft occurred during use/intraoperatively. However, this had no health effect on the patient, as another drilling shaft was used instead. The manufacturing documents and the material certificates of the flexible drilling shaft could not be checked as no lot number is known. The surgical techniques and instructions for use were checked and showed no deviations. Based on the available information, no technical root cause could be determined why the drilling shaft was deformed or why/what exactly was clamping. It can only be assumed that the malfunction can be regarded as a random failure of a component with regards to the drilling shaft. A potential cause could be an unintentional user error, but this cannot be confirmed or denied due to a lack of information. A factor that may favour such a deformation of the shaft is the condition of the bone. Since there is also no information available, no statement is possible. This event was assigned to the error pattern "deformation of the instrument" and "clamping of connections/combinations" in the associated risk management.

Manufacturer narrative:
According to the incident description, a flexible drill shaft was deformed / was clamping during use. The product in question was subjected for an optical examination. The drill was reported as bent/jammed. The deformation of the drill shaft could be confirmed during the investigation. However, the reported clamping could not be reproduced. During the investigation, a drill was attached to the drill shaft without any problems. It is known that the issues with the drilling shaft occurred during use/ intraoperatively. However, this had no health effect on the patient, as another drilling shaft was used instead. The manufacturing documents and the material certificates of the flexible drilling shaft were checked. These did not reveal any errors. The surgical techniques and instructions for use were checked and showed no deviations. Based on the available information, no technical root cause could be determined why the drilling shaft was deformed or why/what exactly was clamping. It can only be assumed that the malfunction can be regarded as a random failure of a component with regards to the drilling shaft. A potential cause could be an unintentional user error, but this cannot be confirmed or denied due to a lack of information. A factor that may favour such a deformation of the shaft is the condition of the bone. Since there is also no information available, no statement is possible. The clamping of the drill shaft could not be reproduced during the investigation. This event was assigned to the error pattern "deformation of the instrument" and "clamping of connections/combinations" in the associated risk management.

Event description:
The following event was reported to implantcast gmbh: "mechanically damaged, bent/deformed & clamping". Note: it is known that the issue occurred intraoperatively. However, according to the available information, this issue had neither a health impact on the patient nor the surgery was delayed. Another drill shaft was used instead when the first one was deformed / clamped. Follow-up: implantcast gmbh was provided with the affected product on 03/04/2025.